Event description:
The below report was received by health authority ansm (reference number: r2424312) on 30-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of salpingitis ("burning at the implantation site") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In december 2016 she experienced salpingitis (seriousness criterion medically important), fatigue ("tiredness"), dizziness ("dizziness"), arthralgia ("joint and muscle pain"), alopecia ("hair loss"), hair growth abnormal (" regrowth problems"), genital infection (" frequent infections in the genital area") and dysmenorrhoea ("pain much more intense during menstrual period"). In august 2024 she experienced allergy to metals ("the gynaecologist refused to tie the tubes even though I am allergic to nickel, test proving it in august 2024"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, dizziness, salpingitis, arthralgia, alopecia, hair growth abnormal, genital infection, dysmenorrhoea or allergy to metals. The reporter commented: period of occurrence: immediately. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in august 2024: positive. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Burning at the implantation site [salpingitis]. Tiredness [tiredness]. Dizziness [dizziness]. Joint and muscle pain [arthromyalgia]. Hair loss [hair loss]. Regrowth problems [hair growth abnormal]. Frequent infections in the genital area [genital infection]. Pain much more intense during menstrual period [pain menstrual]. The gynaecologist refused to tie the tubes even though I am allergic to nickel, test proving it in (B)(6) 2024 [nickel allergy]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-aug-2024. The most recent information was received on 06-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of salpingitis ("burning at the implantation site") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced salpingitis (seriousness criterion medically important), fatigue ("tiredness"), dizziness ("dizziness"), arthralgia ("joint and muscle pain"), alopecia ("hair loss"), hair growth abnormal (" regrowth problems"), genital infection (" frequent infections in the genital area") and dysmenorrhoea ("pain much more intense during menstrual period"). In (B)(6) 2024 she experienced allergy to metals ("the gynaecologist refused to tie the tubes even though I am allergic to nickel, test proving it in (B)(6) 2024"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, dizziness, salpingitis, arthralgia, alopecia, hair growth abnormal, genital infection, dysmenorrhoea or allergy to metals. The reporter commented: period of occurrence: immediately. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in (B)(6) 2024: positive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-sep-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.